Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure against sales representative advice, the puncture site was a high stick above the inguinal ligament. Reportedly, before clip deployment, the clip applier body was held at a 45 degree instead of 60 to 75 degree angle and downward pressure was not maintained before depressing the deployment button. The device was immediately pulled out of the pt's anatomy instead of maintaining downward pressure for 2-3 second as indicated in the instructions for use. When the device was removed, bleeding continued and the clip was found deployed in subcutaneous tissue. The clip was easily removed with hemostats. Manual compression and a femostop were applied. The pt became unstable after leaving the cath lab; was taken to the operating room, went into cardiac arrest and expired. It was believed the pt expired from a retroperitoneal bleed. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the customer reported the device was discarded. However, the reported improper deployment of the device at various steps in the deployment process, including arteriotomy location described as high above the inguinal ligament, are considered off-label use. The starclose se device instructions for use (IFU) states under warning: do not use the starclose se vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Additionally, the IFU states under step 8: deploy clip to close the arteriotomy. While stabilizing the body of the device with the right hand and supporting the clip delivery tube with the left hand, raise the body of the device to a 60 to 75 degree angle. Support the clip delivery tube with the left hand and gently push the device down on top of the artery to seat the clip delivery tube on top of the access site. Pulsation of the artery may be felt. While maintaining downward pressure and device stability, depress the deployment button with the right thumb. An audible click should be heard. This releases the clip to close the arteriotomy and collapses the locator wings simultaneously. Maintain the downward pressure for 2-3 seconds. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the pt's body, and remove the device with the right hand. The lot number was not identified; therefore, a device history record review could not be performed.